Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the ruptured aneurysm coiling procedure was continue when then issue happen. The procedure was completed using the same system with a delay of 15 minutes after a hard reboot. The philips remote service engineer (rse) analysed the system remotely and confirmed that the pedals on the footswitch were functional, but the frontal fluoro pedal was not working. To resolve the issue, the wired footswitch (biplane footswitch was replaced via nemo. After replacing the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy after performing a propeller spin. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.